Event description:
It was reported the extension was explanted. It was stated the extension was broken. It was noted the extension was implanted and when it was connected to the implantable neurostimulator (ins) the cable looked like it was broken. It was stated the impedance measurements showed no problems but due to safety reasons the extension was changed. It was noted the issue was resolved. It was stated the patient status at the time of report was alive with no injury and there were no patient symptoms related to the event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.